Event description:
A (B)(6) female pt was injected supraperiostally with a total of 1.5 ml of radiesse into the zygomatic area (both sides) for flat zygomatic region and malar atrophy on (B)(6) 2014. Radiesse was injected 0.75 ml per side. The batch number of radiesse was reported as 100068336. The needle used for injection was a 25 g magic needle. The treatment with radiesse went through without any complications. The pt had only local swelling for 24 hrs after the treatment. On (B)(6) 2014 the pt flew to (B)(6). She experienced feeling of compression in the left maxillary sinus area, swelling of the cheek and pain which spread till the left upper jaw. On (B)(6) 2014, she developed the same events on the right side, but without spreading to the upper jaw. On (B)(6) 2014, she developed edema of the left lower eyelid. On (B)(6) 2014, edema of the right lower eyelid. At review no palpable material was observed, but palpable swelling (physician not sure if serum or edema) which in the opinion of the physician could have impaired the lymphatic drainage to the eye. The pt went to an otorhinolaryngologist. A CT scan was performed and sinusitis was excluded. Corrective treatment included zinc, orotate, selenium, bromelain, fenistil, and cefuroxime from (B)(6) 2014; bromelain, zinc orotate and selenium from (B)(6) 2014; and prednisolone 50mg 2x1 (3 days) from (B)(6) 2014. Follow-up info was received on (B)(6) 2014: the physician explained that cefuroxime had been started due to the fact that at first, sinusitis could not be excluded as the cause of the adverse events. Because of this, cefuroxime therapy should be regarded as treatment of adverse events and not as prophylaxis. Cefuroxime 500 was taken 2x1 tablet daily. It was confirmed that the swellings and edema had completely disappeared. In the opinion of the reporter, the events were most likely food-induced during the journey to (B)(6). The reporter considered radiesse inculpable, because of the temporal course.

Manufacturer narrative:
The device history record for reported radiesse lot was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.